Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt was implanted with plate and screw on (B)(6) 2012. During a f/u visit on (B)(6) 2012 x-rays showed two superior screws were backing out. The implants have not been removed, surgeon is waiting for healing to take place and it will be decided at a later date if the hardware is or is not to be removed. Pt has been put in an arm sling. This is 1 of 3 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.